Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate 3 times which was reproduced during evaluation. Evaluation observed the device to under infuse out of device specifications. The finger and valve pressure plates were found out of specifications and were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate 3 times. There was no patient involvement associated with this event. No additional information is available.